Event description:
Caller reported that a malfunction occurred on the pump while they were changing the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. Customer was informed to continue using the pump and to contact technical support if the issue reappears.